Event description:
The company was informed that the patient's device will be explanted due to intermittent lock. The surgery will be scheduled. The company is in the process of gathering additional information and will submit a supplemental report.